Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2020, product type: catheter. Pro duct ID: 8709, lot# l78689, implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: 25-apr-2008, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 14-mar-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain and failed back surgery syndrome. The drug concentrations and dose rates of both fentanyl and bupivacaine were unknown. It was reported that the patient was told by their healthcare provider (hcp) that there was a malfunction with the pump and catheter. The patient was at the hospital and the healthcare provider (hcp) was supposed to have replaced the pump and catheter today ((B)(6) 2020). The pump was up for battery replacement. The patient¿s hcp did a dye study previously in (B)(6) 2019 and discovered that they could not get medication out of the line, but medication was going to the pump. The date (B)(6) 2019 is considered an approximate date of event (specific month and year known only). The patient was told there was a break in the catheter line and the pump was not working right. It was noted that a company representative was present for the procedure on (B)(6) 2020 where the physician removed the pump and catheter but did not replace the pump / implant a new one. Regarding if the pump and catheter were sent back to manufacturer for analysis, it was noted that they were not sure and that the patient had signed a paper authorizing the disposal of the pump device at explant. No patient symptom was reported. The patient was to follow-up with their hcp regarding why their pump was not replaced. On (B)(6) 2020, a company representative further reported that they were at the device explant procedure. The physician had gone to replace the pump, and the old catheter was found to be broken and not in the spinal cord. The physician was afraid the patient was not receiving their medications, which was fentanyl. The physician decided that for the safety of the patient, they were not going to re-implant the new pump until they consulted with the managing physician. The case was to be rescheduled for a new pump once he was satisfied that the patient would be safe. It was further clarified that it was the surgeon¿s decision not to replace the pump, and the company representative was there only to support the device and physician¿s decision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The previously reported patient code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. It was reported that the pump and catheter were replaced on (B)(6) 2020. It was noted that for a year and a half from (B)(6) 2019 the patient's pain was increasing and their hcp was giving them more oral medication. During the surgery on (B)(6) 2020, the surgeon discovered 2 out of 3 of the connections of the catheter had disconnected. It was also discovered that there was no medication in the pump, it was all in the "pouch." The patient had just had the pump filled days before. It was noted that the dose/concentration had been very low as the patient was being titrated down leading up to the replacement. It was noted that the patient was in a major overdose and their head was still clearing, but all fingers were pointed at the doctor. It was also noted that "it could be the pump." The patient had changed managing physicians.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2020. Product type catheter, product ID 8709, lot# l78689, implanted: (B)(4) 2000, explanted: (B)(6) 2020. Product type catheter. The previously reported device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-11, additional information was received from the manufacturer representative (rep) and noted to have been confirmed with the physician's office. It was stated, "catheter break is no longer intrathecal". The location of the catheter break was the spinal segment. There was "no migration that we could tell, catheter was broken at spinal element as far as we could tell". It was stated, "not determined if the catheter break was the cause of it no longer being intrathecal" and "undetermined if the medication was in the pump pocket, patient reported no symptoms". A new pump and catheter were placed at a later date and the patient was doing well. The device would not be returned as the "pump was at end of service (eos), no reported issues of the pump function, pump was discarded".